Event description:
It was reported that before beginning stage two of the deep brain stimulation (dbs) implant procedure the patients right scalp incision was not healing as well as the physician expected. The physician decided to re-open the incision and clean it out and then re-closed it. The patient was administered antibiotics and the procedure was cancelled to be re-scheduled at a later date. The patient's incision has healed without issue and cultures showed no infection.